Event description:
A malfunction on the pump was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted with the reset, but they were unable to complete it due to the pump not charging. The customer was advised to continue using the pump and instructed to call back if the malfunction code recurs. The customer understood the instructions and acknowledged them.